Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, rewind test and all operating currents tested within the specific range. No unexpected low battery alarm. Failed battery test or rewind anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that act button was not responding. Customer stated that battery life was diminished, rejected new batteries and mode grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.